Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of a 70 mm diameter abdominal aortic aneurysm. It was reported 38 months post stent graft implant the pt presented to the ER emergently with back pain. The pt was found to have a type I endoleak due to migration of the stent graft into the aneurysm sac. The pt was not suitable for cuff placement to repair the leak due to her aortic neck being 1 cm long and with approx 45 degrees of angulation. A few days after the pt appeared in the ER, the physician elected to perform a surgical conversion with removal of the stent graft. The device was discarded. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation conclusions: device failure, lack of effectiveness related to patient condition (aortic neck being 1 cm long with approx 45 degrees of angulation).